Event description:
Additional information was received indicating the lead is capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold was observed on the right ventricular lead. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.